Event description:
Healthcare professional reported right side capsular contracture baker's grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker's grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles (calcification) on the shell, black particles on the shell and crease flat. Leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker's grade iii. Device has been explanted.

Event description:
Device has been explanted.